Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump lost time. The time and date were off by about 24 hours, and allegedly the user had not changed the date and time settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box revealed a manual time and date change. During testing, the pump was exercised for 24 hours with no inconsistencies in the time and date settings or alarms. A timekeeping accuracy test was performed and passed. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.